Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 373 mg/dl. The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that he had high blood glucose readings and was vomiting all night long. The customer was treated with IV and shots but could not get his sugars down. The customer was wearing the pump during the emergency room visit.